Manufacturer narrative:
H.6. Investigation summary: no sample was available for investigation,and a picture was not provided for evaluation. A device history review was conducted for lot number k74114-1 there was a known issue identified for the reported lot k74114-1. The complaint refers to the same batch which was manufactured in 2017, and at that time the supplier occasionally experienced blocking valves although they had all 100% been tested for functionality before they left the premises. Corrective action was taken by optimizing the compounding process for the device. Unfortunately, a defective valve could only be tested if we had the offending sample. No sample was available for the investigation. The possible root cause was related to a defective lot, however the actual root cause was unconfirmed. Bd will continue to monitor for any trends.

Event description:
It was reported cyto admin 4 line set c110 had flow issues during use. The following information was provided by the initial reporter: verbatim: ¿when c110 is connected to rubicine infusion and the infusion is started, the flow of the drug is not moving. Nurse ended up changing to another new c110 set and flow was normal.¿

Manufacturer narrative:
The manufacturing location for this product is (B)(4), this site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported cyto admin 4 line set c110 had flow issues during use. The following information was provided by the initial reporter: verbatim: ¿when c110 is connected to rubicine infusion and the infusion is started, the flow of the drug is not moving. Nurse ended up changing to another new c110 set and flow was normal.¿